Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced a failure to alert after which they experienced a hyperglycemic event. The patient stated, they experienced loss of consciousness and diabetic ketoacidosis and that they did not receive any alerts for a hyperglycemic event. The patient was hospitalized, but no specific treatment was reported. The call got disconnected before further information could be obtained. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.